Event description:
It was reported to boston scientific corporation that on (B)(6) 2012, the patient visited the hospital with a fever and "evidence of kidney failure." It seemed that the polaris ultra ureteral stent, which was placed sometime in (B)(6) 2011, was clogged. The stent was removed, and it was noted that the entire stent was discolored. Another stent was placed, and there were no complications to the patient. The patient has a history of stent placements (reason/s unknown), and this was the third time a stent was replaced.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2012, the patient visited the hospital with a fever and "evidence of kidney failure." It seemed that the polaris ultra ureteral stent, which was placed sometime in december 2011, was clogged. The stent was removed, and it was noted that the entire stent was discolored. Another stent was placed, and there were no complications to the patient. The patient has a history of stent placements (reason/s unknown), and this was the third time a stent was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris no shaft holes ureteral stent revealed that the bladder pigtail of the device was detached. The suture was not present with the return. Additionally, the stent was completely black in color, internally and externally, and presented calcification. However, the stent was not occluded; a 0.0385 mandrel was inserted and passed freely through the stent. The cause for the discoloration could not be determined. The pigtail detachment is likely related to anatomical or procedural factors.